Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is indicated for a femoral nail removal due to unknown reasons. Attempts have been made and no further information is available.

Manufacturer narrative:
The following sections were updated. Reported event was confirmed by review of x ray evaluation. X-ray review concluded "single ap film of the ankle demonstrates an intramedullary rod within the tibia with a bent appearance of the rod inward extending into the medial malleolus where there may be a bony fracture, age indeterminate. A fractured screw is also seen. Distal fibula is not seen suggesting possible resection. Ossific density lateral to the talus¿ device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient has a fractured screw implanted in them. No revision has been performed to knowledge. Attempts have been made and no further information is available.